Event description:
The customer had an ongoing issue with low ion selective electrode (ise) results. Data for one patient sample that occurred on (B)(6) 2015 was provided. The initial results were: sodium 126 mmol/l. Potassium 3.9 mmol/l. Chloride 89 mmol/l. These results were reported outside the laboratory to the ed. A second sample was received for the patient and the results were: sodium 137 mmol/l. Potassium 3.9 mmol/l. Chloride 100 mmol/l. The first sample was then repeated on (B)(6) 2015 on another analyzer and the results were: sodium 139 mmol/l. Potassium 4.4 mmol/l. Chloride 99 mmol/l. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found a worn and pitted ultrasonic mixing vessel and multiple adjustments out of specification. He repaired the ultrasonic mixing vessel and vacuum and sipper probes he performed adjustments to the vacuum and sipper probes, internal standard and diluent nozzles and the ise probe. He ran operational and mechanical checks, ise checks and precision testing with success. Ise calibration and qc was performed with success.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.